Manufacturer narrative:
A visual inspection of the returned device revealed that the distal end of the sheath was torn, the tip of the needle had been broken off, and was not returned with the device. The distal end of the device at the needle protective hub appeared to be narrow/flattened, as though it was squeezed together to cut the needle. The tabs on the handle that connect the handle to the syringe had been damaged and there was residue on the device. A functional check was performed and confirmed that the device was able to produce both pressure and vacuum to force water through the sheath of the device. There was no leakage observed at the luer lock, however, the sheath leaked where it had been torn. Follow-up with the account confirmed that the device was never used. Based on the investigation results that there was residue on the device, as well as the needle tip broken, missing and sheath torn, the most probable cause is handling damage. A review of the device history record (DHR) was performed and revealed no related issues to the reported complaint. A lot history search revealed that no other event has been reported from this same lot number. (B)(4).

Event description:
Note: this event is now reportable based on investigation results. It was initially reported to boston scientific corporation on (B)(6) 2009 that an excelon transbronchial aspiration needle was to be used for a transbronchial needle aspiration procedure on (B)(6) 2009. According to the complainant during preparation for the procedure, the device was removed from the packaging and the tip of the needle appeared to be blunt. There was no noticeable damage to the packaging or to the rest of the device. This device was never used on a patient. The procedure was completed with another excelon transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patients condition post procedure was reported to be fine.